Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient is having a lot of pain at the battery site that radiates across her back and down the back of her right leg. She feel it's from the battery being on some nerves and that the battery needs to be moved. She said the stimulation helps her legs so much, which is why she got the ins, so she wants to continue having it. The doctor wants to revise her pocket using the same incision and same battery. The patient is going to have an MRI done on her back in the waiting period to make sure there is nothing else going on in her back. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's battery being on their nerve and causing them pain was not determined. The revision has not been scheduled yet. No further information was reported.